Event description:
During an unknown procedure,the device didn't provide an unbroken line of stapler across the bowel edge. The doctor had to oversew with silk sutures to provide a tight anastomosis. This added 45 minutes to the or time, as well as longer time under anestesia. No pt consequence reported.